Manufacturer narrative:
Section a5 (ethnicity): unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3:81 - other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was faulty inserter in a preloaded product, back haptic was severed from the lens. The lens was fully inserted into the patient's left eye. Microsurgical technology (mst) set used for removal of the lens. The lens was replaced with the back-up lens same model, same diopter power size lens. There was no patient post-op injury. The suspect product is not being returned. No other information was provided.